Event description:
It was reported that at the user facility the saw ran without user activation while it was in safe mode. The user facility was not able to provide any further information.

Manufacturer narrative:
Corrosion was found within the motor and the printed circuit board (flex assembly) within the motor was found to be damaged, which can contribute to devices operating without user activation.